Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's device "quit working" approx 2 years ago and had never helped the pt's pain despite adjustments to the settings. It was reported the pt has experienced other medical issues as well as several falls due to weakness. The pt is scheduled to have his system removed at a later date.